Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information and product lot#, which was updated in the appropriate sections. A manufacturing review was performed. The lot met all release criteria.

Event description:
It was reported that during deployment of a vena cava filter, two filter legs would not release from the delivery sheath. Additional manipulation was needed to complete the deployment; however, the filter was not positioned properly and the filter was removed. A new vena cava filter was deployed without incident. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative was able to provide new product information, which was updated in the appropriate sections.

Manufacturer narrative:
A complete manufacturing review could not be performed because the lot number was not provided. The device was not returned for evaluation; therefore, the complaint investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.